Manufacturer narrative:
Technician checked the unit and found foot section was drifting down. Replaced solenoid valve stem unit to resolve this issue.

Event description:
Complaint alleged that the foot hi/low was drifting.